Event description:
During a follow up call with product surveillance a caregiver (cg) reported a having system error 2240 (air in line) on (B)(6) 2012. The cg stated that the alarm had occurred in the fill 1, while the hp was connected. The cg stated the alarm was not reported to baxter nor to the registered nurse (rn). There have been no other issues with therapy and there was no other patient injury or medical intervention reported. On (B)(6) 2012, product surveillance contacted the home patient (hp). The hp was not willing to provide any additional information regarding the system error 2240 alarm.

Manufacturer narrative:
(B)(4). The sample and the lot number was unknown; therefore, no evaluation or batch review could be performed. This complaint for a system error 2240 (air in set) was not confirmed. The cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.